Event description:
Reported issue: it was initially reported that hcp found failed to fire staple during inspection prior to use on patient. Additional information indicates the device was in use. There was no injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned and partially formed. The stapler was returned with 38 staples remaining in the cover block. The trigger was returned partially engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The trigger cycle was completed, and the first two staples were manually removed. The next five staples did not release properly. The remaining staples were successfully inserted into a simulated skin pad. It appeared that the misalignment of the first two staples prevented the staples from firing correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It could not be determined what exactly caused the staples to misalign. Per DHR the product visistat 35r 6/box lot # 73a2200356 was manufactured on 01/11/2022 a total of (B)(4) pieces. Lot was released on 01/25/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for prop ER staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned and partially formed. Upon functional inspection, staple misalignment prevented the first two staples from firing correctly. The sample was disassembled, and die casting anomalies on the forming tool were discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box, lot# 73a2200356 investigation did not show issues related to the complaint.

Event description:
Reported issue: it was initially reported that hcp found failed to fire staple during inspection prior to use on patient. Additional information indicates the device was in use. There was no injury.